Event description:
During a follow-up interrogation, it was reported that the "last charge" on the programmer overview screen was n/a. In addition, the "last shock status" charge time was listed as n/a in the eps screen. The files from the programmer were sent to the manufacturer for review. The device remains implanted.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4): since the device remains implanted, the files from the programmer were reviewed. (B)(4): the files showed that the unexpected n/a values displayed were due to the specific operation involved during reforming procedures. (B)(4): the ICD and programmer operated as specified.

Event description:
During a follow-up interrogation, it was reported that the "last charge" on the programmer overview screen was n/a. In addition, the "last shock status" charge time was listed as n/a in the eps screen. The files from the programmer were sent to the manufacturer for review. The device remains implanted.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. Device remains implanted.